Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that a tracker was damaged and wasn't communicating with the camera. The site utilized a different tracker with the same system and experienced no issues. There was no patient present when this issue was identified.